Event description:
It was reported that during service and evaluation, it was determined that the truespan orthocord device red trigger was found in the activated position and a normal shape. The shaft was formed at the proximal end. The suture retention tube was cracked. It was reported in the service order that one device implant failed. Had to make a new posterior metal portal to remove the "tick tack" implant. It was unknown when the event occurred. There was a five minute delay to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that only the deployer was returned for evaluation. The red trigger was found in the activated position and a normal shape. The shaft was formed at the proximal end. The suture retention tube was cracked. No other anomalies were noted. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused deformation of the shaft. As per IFU, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.